Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the threaded temperature sensor (0206-00-0734) and the 1/8 npt mufflers (0103-00-0631 x2). Diagnostic tests were performed with a temperature and a functional evaluation. Operational tests were performed with a positive outcome.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had temperature (overheated) related malfunction. There was no patient harm or injury reported.